Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device disposed by facility.

Manufacturer narrative:
This device is not in remedial action/notification. Multi-organ failure is a potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the hospital staff that this patient was brought to the operating room for an emergent procedure due to cardiac tamponade and rv failure. Tandem heart right-sided support was placed. Two days later, the patient expired due to multi system organ failure. Autopsy was performed and it was reported that the physician "does not believe this was device related". The facility disposed of all equipment including pump. Investigation is ongoing.